Event description:
Pt with very labile blood pressure on dopamine, titrate for blood pressure greater than 90. Noted blood pressure decreased to 50-60s systolic. Increased dopamine several times without effect. Noted pump was on and apparently working (ie pump light blinking with each "drip," roller moving, and volume infused #'s changing). No drip noted in drip chamber of tubing. Changed pumps noted drips in drip chamber. Blood pressure immediately increased. Blood pressure decreased in about 95 minutes. Pt became very lethargic, then nonresponsive. No change in heart rate. Became responsive again when blood pressure greater than 100. 4/29/94 functional test: set rate 24 ml/hr vtbi 3 c. Ran pump into infusion analyzer, obtained printout. Checked rest of operational checks of infusion pump. Conclusion: pump working properly, self test ran with no error. Rptr was not able to obtain tubing used on pt. Do not think tubing setup was a factor. Checked with ICU nurse on setup and evaluation at pump.